Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Maude event report mw5041464 reported: volun 18-mar-2015: I had the shape match triathlon get around knee put in on my right knee after the symptoms did not improve so I ended up having a revision done to the right knee. The healing process and more x-rays were taken; it was shown that the original cuts to my right knee were wrong. I was put through the MRI process and the images were sent to stryker so they could build the tool and the knee to exactly fit my knee, but I continued to get worse. I was falling and having pain and swelling. It did not fix the problem. When the revision was done it helped for about a month then the symptoms came back along with instability; the falling and pain had increased.

Manufacturer narrative:
An event regarding pain involving a us shapematch cutting guide was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: review of device history records indicates that this device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a search of the super and chs complaint databases indicated other events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold ph2012-122 and voluntary recall ra 2012-171. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Voluntary hold ph2012-122 and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Maude event report mw5041464 reported: volun 18-mar-2015: I had the shape match triathlon get around knee put in on my right knee after the symptoms did not improve so I ended up having a revision done to the right knee. The healing process and more x-rays were taken; it was shown that the original cuts to my right knee were wrong. I was put through the MRI process and the images were sent to stryker so they could build the tool and the knee to exactly fit my knee, but I continued to get worse. I was falling and having pain and swelling. It did not fix the problem. When the revision was done it helped for about a month then the symptoms came back along with instability; the falling and pain had increased.